Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem/emitter was broken. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed all tests. No failure was observed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.